Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The product location is unknown by the patient and therefore will not be returned for an evaluation. (B)(6). Is the manager or r&d for biologics and electrical stimulation. She provided the following clinical evaluation of the complaint: "the device was used for an unapproved use (we are not indicated in the cervical spine). Our devices are indicated as an adjunct to fusion in the lumbar spine, and are commonly used off label as an adjunct to spine fusion in the cervical spine. However, it appears that this patient may have had a cervical disc replacement at c3-c4 and that he is having complications there. Our device should not be used in disc replacement procedures. Our device is designed to help with bone fusion and to promote bone growth. With a disc replacement procedure you do not want bone growth fusing the disc. What he is reporting is that ¿the artificial disc is completely fused with bone growth and the disc does not move at all.¿ use of our device is expected to promote bone growth, and I would expect that this could be the result of our device ¿ bone growth around the surgical site, if the device was applied at that site. I¿m guessing he may have had a fusion procedure that the device was prescribed for, but since he had a disc replacement procedure in close proximity, I think his complaint may be related to the disc replacement procedure. Without the whole picture, it is difficult to say, as his doctor could not confirm if it was related to the device. That said, our devices are designed to grow bone, and from what it sounds like, the device was used in the proximity of a disc replacement procedure that had bone growth and fused resulting in the complaint. I would expect that our device may have been related to that. We can¿t say for sure, but given that there was bone growth and that is what our device does, I would guess that our device may have stimulated the bone growth. Our devices should not be prescribed for patients undergoing disc replacement procedures, as they do not want bone growth and fusion (which is what our devices do)." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported that the spinalpak caused "osteophytes" on c3-4 where he had a cartilage disc replacement. The patient advised he received the spinalpak in (B)(6) 2014. The patient stated he wore the device for 8 to 12 hours a day for 5 to 6 months. Patient stated his doctor advised him to stop using the device after 6 months. The patient reported that a recent MRI revealed the artificial disc is completely fused with bone growth and the disc does not move at all. The patient advised that when he asked his doctor if the excessive bone growth was caused by the device, his doctor could not confirm. The patient advised he is being managed by pain management and is taking muscle relaxer that he had been taking prior to the surgery.